Event description:
It was reported via repair work order that there was no electrical functions from either side rails due to malfunctioned siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.